Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy with the pump. The low reservoir volume was set to 2ml. The patient was due for a refill of (B)(6) 2012. The patient went in for a refill on the day of the report due to a scheduling error and the health care provider (hcp) was able to aspirate roughly 0.5ml from the reservoir. It was noted that the previous refill volumes had been accurate. It was reported that the patient had not had any symptoms and was "doing good." The device system was used to deliver prialt (ziconotide) and compounded baclofen.